Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion is located in the moderately tortuous left circumflex artery. A 2.25 x 24 synergy¿ stent was advanced but failed to cross the lesion. The device was again advanced along with a non-bsc guide extension catheter but it still failed to cross. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another 2.25 x 24 synergy¿ stent. No patient complications nor injuries were reported.